Event description:
It was reported that a patient presented in clinic. Device interrogation of the pacemaker revealed an elective replacement indicator alert indicating battery depletion. Premature battery depletion was suspected due to the longevity indicated on the previous device check in (B)(6) 2018. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.